Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to missing segments or partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump went out and there was a bunch of white lines. The customer¿s blood glucose level was 184 mg/dl. The customer reported that the screen was showing a piece of the screen and reported that he was also noticing white lines across the display. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.